Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of september and 20th of october 2025 recorded a pacing impedance of around 500 ohms and a shock impedance of around 40 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
The patient was taken to hospital by ambulance because many shocks delivered. During the follow-up, it was confirmed that the rv impedance is >1500 ohms. It was also confirmed that there were some noises on programmer which was assumed that led to inappropriate shock activations. There were approximately 20-30 records of shock therapy in the holter. The physician suspected the conductor fracture of the lead. Currently, it was switched to doo mode and therapy off. Based on the patients opinion, device replacement/lead extraction will not be performed in the near future. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.